Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. The stent graft bifurcate was the device that migrated and had a proximal type I endoleak. Per the physician, the cause of the event was due to disease progression. The proximal aortic neck had expanded to 37 mm in diameter.

Manufacturer narrative:
Other relevant device(s) are: yrir14115 sn (B)(4), expiration date: 2002-01-22.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported a CT was performed showed that the aneurx stent graft migrated distally and the aneurysm has expanded. No clinical sequelae were reported and the patient will be monitored by their physician.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.